Event description:
The customer called to report a out of box failure. After receiced the product, visual inspection was performed and found the connecting tube connector was cracked. The packaging has no indications of punctures, dents from heavy impact or crease on the packaging.